Event description:
It was reported that the tip of the fenestrated bipolar forceps instrument is not aligned. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip is bent, causing side to side misalignment of the grips. There is also a .075 inch offset at the tips. The bent grip has separation of the yaw pulley and the conductor cap at the glue joint, indicating overloading at the tip. Engineering also observed that one side of the distal end of the main tube has a 2 inch long section with material removed. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damaged found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.